Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, when the stent was deployed the physician noted an extra looped wire ¿popped out¿ in addition to the two intact retrieval loops. This third loop attached to the elevator of the scope and the elevator was noted to not be in an up position. The stent was pulled all the way out of the patient when the scope was removed. The physician completed the procedure using the same scope and another wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A wallflex fully covered biliary stent was received for analysis; the delivery system was not returned. Visual and dimensional evaluation of the returned device found the stent to be within specifications. No abnormalities or damages which could have contributed to the reported event were found. Therefore, the most probable root cause of this complaint is "not confirmed- returned". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, when the stent was deployed the physician noted an extra looped wire ¿popped out¿ in addition to the two intact retrieval loops. This third loop attached to the elevator of the scope and the elevator was noted to not be in an up position. The stent was pulled all the way out of the patient when the scope was removed. The physician completed the procedure using the same scope and another wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event.